Event description:
Female with history of ischemic cardiomyopathy, chronic arterial fibrillation status post placement of an automatic implantable cardioverter defibrillator who presented for an electrophysiologic evaluation. Interrogation of her fidelis lead revealed impedance of 0.88. This then rose to 6.88 and then to over 1000 with the trend suggesting possible impeding lead fracture. The pt underwent defib lead replacement in 2008.